Event description:
It was reported that the patient presented in the operating room for device changeout due normal eri. Externalized conductors were observed on diagnostic imaging. The lead was capped and replaced. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.